Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned.

Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected, there were no foam particles found in the assembly. The device's event log was reviewed by the service center and error code found. Dust/dirt were found in contamination findings. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. In this report, box h has been updated/corrected.

Manufacturer narrative:
The "conclusion code grid" has been corrected in this report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.